Event description:
It was reported that the patient presented in clinic with symptoms of redness and drainage in their device pocket due to an infection. It was noted that the patient's implantable cardioverter defibrillator (ICD) had eroded through the pocket. Culture was performed and confirmed staphylococcus epidermidis infection. The patient's ICD, right atrial, right ventricular, and left ventricular leads were explanted. Antibiotics was administered. The patient was stable.

Manufacturer narrative:
The device was returned in one piece for analysis. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. No other anomalies were found.